Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's s2 lead had migrated. The patient underwent surgical intervention where the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.